Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 08/25/2023. An investigation was conducted on 08/29/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the delivery device. The delivery device was returned outside the loading device with seal in deployed opened state. The white plunger was fully depressed and the blue safety lock was off, which allows for the white plunger to be depressed. A mechanical evaluation was conducted. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. There were no cracks or delamination was observed on the intact seal. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was not confirmed. The lot#: 3000298147 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) got stuck in the shooter so it couldn't be used. A replacement device was used to complete the procedure. A new device was used and the cardiac surgical intervention was terminated. There was no procedural delay. No harm to the patient, the patient has completed the operation and is doing well.